Manufacturer narrative:
The complaint sample was returned incomplete to integer for evaluation and the reported event was confirmed. The ratchet mechanism housing that is welded to the device body was broken away and not returned with the complaint sample. The weld all around it had fractured. The removable nose was also not returned with the complaint sample. Other observations: there were signs of wear in the form of scratches, nicks and gouges throughout the complaint sample; the returned complaint sample was etched per applicable drawings. A manufacturing review did not reveal any discrepancies. The cause of the weld fracture that led to the ratchet mechanism housing breaking off may be due to the welding location as the weld program, at the time of this device being manufactured, only required the first piece of the production lot to have both the x and y axis to be located, whereas subsequent parts in the lot only required one (1) axis to be located when laser welding the ratchet housing to the body of the device. It is unknown if this was the first or subsequent part in that lot. A change was made in the program that requires both the x and y axes to be located for every part. There have been no similar complaints received for this product that were manufactured after these corrections were implemented. Additional studies have been performed and indicated that the product parts prior to the implementation of the correct exhibited a statistically significant better level of performance than the original design life cycle parts and no new patient risks were determined during the investigation. In summary, the ratchet mechanism housing that fractured off this device was not returned with the complaint sample as the weld penetration can not be verified, therefore it is unknown what caused this failure. No further investigation required.

Event description:
It was reported during an unknown procedure that the button that ratchets the impactor tip down tight broke. No surgical delay nor any adverse events were reported as a result of the malfunction.